Event description:
It was reported that during a da vinci-assisted sigmoid colectomy general surgical procedure, it was noted after several hours of use that a white flaky substance accumulated inside the jaws of the vessel sealer extend (vse) instrument. The flaky substance was noted to be coming from the proximal end where it connected to the jaw. The device was removed from use and a new one was provided. The sealing and cutting functions of the vse were both working without error. The procedure was converted to open laparotomy due to anatomy (see pr (B)(4).

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Vessel sealer extend (vse) instrument logs show that the first instrument vse (lot number k10231021-0086) was installed 1x and passed homing 1x. Qty 71 cut complete events were recorded with no errors. The second vse instrument (lot number l85230907-0167) was installed 1x and passed homing 1x. Qty 48 cut complete events were recorded with no errors. Logs show some errors not related to the complaint. .

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the vessel sealer extend associated with this complaint. Failure analysis did not confirm the reported event. Visual inspection displayed no signs of physical damage. The instrument is expected to be lubricated. The instrument was placed and driven on an in-house system, and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional failure analysis did not identify any product issues with the vessel sealer extend (vse) instrument, including excess krytox lubricant, on the device returned. The instrument was found to have krytox lubricant at the distal end, which was nominal and not excessive. The instrument was placed and driven on an in-house system; all tests and functionality passed. Therefore, the device was noted to be in expected condition and no product failures were observed. Engineering testing to replicate the issue was unsuccessful, even in extreme conditions. There were no manufacturing non-conformances identified to be related to the reported complaint, and all evidence suggests that the device meets manufacturing process requirements.

Event description:
Refer to h10/h11 for follow-up information.